Event description:
Per the clinic, the device was explanted due to incorrect position of the electrode array (date not reported). The patient was reimplanted with another cochlear device during the same surgery.